Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6199350.

Event description:
It was reported that patient experienced ineffective therapy and one of the leads was fractured. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on 02dec2025 wherein the lead and ipg were explanted to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.